Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device still implanted.

Event description:
Medwatch report (mw5066662) regards pain after primary surgery left shoulder. Reporter stated that her husband had both shoulders implanted in 2014. Within two to three months after implant, patient experienced sharp pains with the right shoulder. He went to therapy and recovered but still continued to have pains. His doctor kept saying, he is better than he was before. The doctor cleared him for work in 2014. Patient worked for six months and in 2015 had to stop work due to severe pains with both his shoulders. When patient went to the doctor, he did no x-rays or MRI testing. Finally, in 2016, he went to another orthopedic doctor who did MRI and xrays and discovered that the arm was not attached to the socket; it looked as though a plastic piece had become loose. In 2016 the right shoulder was revised. Reporter stated that the left shoulder will be corrected next year.

Manufacturer narrative:
An event regarding loosening involving an unknown simplex cement mix was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Further information such as implant labels confirming if stryker devices were used, x-rays for the left shoulder and examination of explanted components are needed for completion of the assesment. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Further information such as implant labels confirming if stryker devices were used, x-rays for the left shoulder and examination of explanted components are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Update 6/9/2017: the shoulder implants were not stryker devices. However, simplex cement was used in the procedure. Medwatch report (B)(4) regards pain after primary surgery left shoulder. Reporter stated that her husband had both shoulders implanted in 2014. Within two to three months after implant, patient experienced sharp pains with the right shoulder. He went to therapy and recovered but still continued to have pains. His doctor kept saying, he is better than he was before. The doctor cleared him for work in 2014. Patient worked for six months and in 2015 had to stop work due to severe pains with both his shoulders. When patient went to the doctor, he did no x-rays or MRI testing. Finally, in 2016, he went to another orthopedic doctor who did MRI and xrays and discovered that the arm was not attached to the socket; it looked as though a plastic piece had become loose. In 2016 the right shoulder was revised. Reporter stated that the left shoulder will be corrected next year.